Manufacturer narrative:
Initial report ref natus complaint# (B)(4). The customer reported the nicview arm (nvarm) was holding the camera and came down while monitoring a baby. The wires connected to the camera prevented the camera from hitting the baby. The customer reported that a metal piece broke holding the camera. The questionnaire was sent to the customer and returned. They reported no injuries to the patient. Further investigation to be carried out.

Event description:
Nv 2.x arm - metal piece broke holding camera (nicview 2.0) no injuries to the patient.

Event description:
Nv 2.x arm - metal piece broke holding camera (nicview 2.0). No injuries to the patient.

Manufacturer narrative:
Follow up report 001 ref natus complaint# (B)(4). Section d4., no unique identifier (UDI) provided as this is a non-medical device. Acceptable risk associated with the complaint as per line 6.5 in (B)(4) nicview 2.0 analysis 3 spreadsheet. No death or serious injury, considered a customer inconvenience. Jira case (B)(4) was created to address this issue. Further investigation to be carried out.

Event description:
Nv 2.x arm - metal piece broke holding camera (nicview 2.0). No injuries to the patient.

Manufacturer narrative:
Follow up report 002. Ref natus complaint#(B)(4). A replacement nicview arm was shipped to the customer. The service technician requested for the return of the defective part. The customer responded and they returned the camera (case (B)(4)) and discarded the defective arm. No further investigation as the defective arm was not returned and was discarded by the customer. Failure confirmed: no. Closure rationale: complaint could not be verified, monitor for future occurrence. Low safety risk of harm, individual complaint related to issue stated. No death or serious injury, considered a customer inconvenience. Complaint will be included in trending data for further review and investigation if needed.